Manufacturer narrative:
The lot was manufactured from february 11, 2017 to february 14, 2017. The device was received for evaluation containing approximately 60 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped fluid delivery during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.